Manufacturer narrative:
The 3080sp surgical table subject of the reported event is approximately 28 years old and is serviced and maintained by the user facility's third-party service provider. A steris service technician inspected the 3080sp surgical table and was unable to duplicate the reported event. The steris service technician further inspected the table and detected an electrical short in the table's main wire harness. This electrical short observed by the steris service technician may have contributed to the reported event. The steris service technician repaired the 3080sp surgical table, tested the function and operation, and returned it to service. No additional issues have been reported.

Event description:
.The user facility reported that during a patient procedure their 3080sp surgical table went into flex position without being commanded to do so. User facility personnel turned the hand control off and on (power cycled) and were able to command the table to level. The patient procedure was completed successfully; no injury was reported.